Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii video system center displayed error code b30. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6 component code of the initial medwatch. The information was inadvertently selected as 4755 - part/component/sub-assembly term not applicable and should reflect 841 - imager. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is presumed that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Olympus will continue to monitor field performance for this device.